Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following MRI, pain was reported and the user wasn't unable to use the sound processor. Explantation is planned for (B)(6) 2025.